Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received scs study named "a retrospective data collection of the treatment for upper radial extremity anatomical replacement with the rhs prosthesis" that contains collected data on the usage and the outcomes rhs prosthesis. The report details analysis provided for procedures performed between 2014 & 2020.during the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: patient 8 had open biopsy, patient underwent further surgery in the form of open biopsy and culture in order to rule out deep infection. This was due to persistent and significant pain with no radiological or biochemical abnormality. Inflammatory markers were found to be normal and intra-operative tissue sample culture were negative. It was noted that this patient has documented chronic pain issues, as well as being engaged in an ongoing medicolegal claim against employers from the original injury sustained at work.